Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. Unable to perform operating currents, self-test unexpected restart error test and displacement test or verify low battery alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had short battery life. The customer¿s blood glucose was 160 mg/dl at the time of incident. The customer receives alarm every after couple of hours low battery. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.